Event description:
Reporter called to report that she recently underwent a magnetic resonance imaging (MRI) procedure. The technologist placed her spinal cord stimulator into MRI mode prior to testing. During testing, reporter stated that her stimulator which is located in her lower hip region, started stimulating/shocking her so the technologist immediately ceased testing. The MRI was not completed due to device-device compatibility issues.